Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she was having a return of symptoms and stated this started "within the past couple of days" ((B)(6) 2017). Patient stated this was a sudden change. The patient tried connecting with and without antenna and gets poor communication screen. The patient also mentioned this following issue was not related. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they noticed an increase in bathroom visits and had episodes "out of control of my bladder." It was reported that the patient attempted to adjust the monitor several times including putting in new batteries and nothing worked. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the sudden return of symptom/poor comm screen was due to the patient's implant battery being dead. It was reported that the clinician tried to run an impedance and battery check but was unable to communicate with the device with both the patient and clinician programmer. Urinary incontinence was reported. It was reported that the patient was scheduled for a battery replacement on (B)(6) 2017. No further complications reported/anticipated.